Manufacturer narrative:
The reported events of no pacing, inability to interrogate, and no magnet response were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Correction: new information received notes that the patient presented to the hospital experiencing bradycardia due to loss of pacing and feeling lightheaded. The patient's pacemaker could not be interrogated and had no magnet response. The device was explanted and replaced. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for follow up with bradycardia. Upon review, the pacemaker could not be interrogated and there was no magnet response. No intervention was performed. The patient condition was stable.

Event description:
New information received notes that the patient presented to the hospital experiencing bradycardia and feeling lightheaded. The patient's pacemaker could not be interrogated. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
H2 correction: regulatory report # MDR-2023-06260-01 previously submitted was follow up type (h2) - additional information.